Manufacturer narrative:
On 01/05/2010. This event concerns a device that was manufactured and used outside the united states. Method: device follow-up files were analysed. (B)(4). Conclusion: the absence of aida data resulted from a programmer software issue and a specific combination of events which stopped aida reading. No other attempt was performed during that follow up to read these aida data - they were available in device memory.

Event description:
During the follow-up of this device, the physician noticed that arrhythmia episodes were not available for review as expected.